Event description:
The workshop service engineer reported that this defibrillator had possible shock failure deliveries as per the ambulance crew during shift checks. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.